Manufacturer narrative:
This report is submitted on january 14, 2021.

Event description:
Per the clinic, the patient developed skin overgrowth on the abutment, was treated with an injectable steroid, and underwent a procedure to reduce soft tissue and change the abutment (specific date not reported). The implanted device remains.